Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating and that the "screen is separating from the pump". Customer declined additional follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.